Event description:
The reporter stated that the device result was 180mg/dl during the night and she was experiencing hypoglycemic symptoms. Her husband treated her with grapes, peanut butter, pretzel and 7 up. The device was replaced and requested to be returned for eval.